Event description:
On (B)(6) 2011, physician notified clinical specialist that pt had been experiencing hyperglycemia. No add'l details were provided. F/u was completed with pt on (B)(6) 2011. Pt reported he was hospitalized for a non-diabetes related event and was advised to stop using the infusion device due to concerns with the infusion sets. Pt stopped using the infusion device approx 6 weeks prior to the report. Blood glucose would elevate to the 300-400 mg/dl range, and normal blood glucose is 100-130 mg/dl. Pt delivered insulin injections to decrease his blood glucose. Pt is "confident" hyperglycemia was due to the infusion sets and not the infusion device. Pt did not forget to deliver any boluses and the infusion device was in the correct basal rate profile. The infusion device was not dropped. On one occasion, pt woke up and his infusion site was wet with insulin. Pt reported the leak came from the infusion set and not from his body. Infusion sets were not available to return for eval. Pt reported he will contact his clinical specialist when he decides to restart the infusion device. Pt did not require treatment from a health care professional or second party to address the issue.

Manufacturer narrative:
No product will be returned for eval.